Manufacturer narrative:
Additional narrative: patient ID/initials are unknown. Patient exact age is unknown; year of birth reported as 2011. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: july 20, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: the returned device was delivered clean. The described damage of burst plastic handle can be confirmed. A circumferential piece of the back end of the plastic handle is missing (was not returned). The returned device shows significant signs of use. The metallic surface is marked from the use of hammer strikes. Signs can be seen at the plane impaction surface at the end but also around the pins and also on the broken plastic handle itself. The plastic handle was found to be broken. A circumferential part of the plastic handle is missing. Provided that the instrument shows significant impaction marks of hammer strikes not only at the impaction surface but also on both sides of the t-part as well as on the plastic handle it is likely, that the instrument broke due to overload because of intense hammering. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blue plastic on the handle burst during surgery. It was reported there was no harm to the patient and no prolongation of surgery. When the device was being evaluated by the manufacturer, it was noted that the device was broken not only burst. This is report 1 of 1 for (B)(4).